Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat mixed urinary incontinence, frequency, and urgency and mesh was implanted. It was reported that the patient later underwent the additional procedures of cystoscopic urethral coaptite injection ((B)(6) 2012), implantation of temporary bladder stimulator ((B)(6) 2012), and implantation of permanent bladder stimulator ((B)(6) 2013).

Event description:
It was reported that the patient underwent an obturator sling procedure (B)(6) 2010. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that patient underwent removal of mesh on (B)(6)2017.